Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia, with glucose readings to 52 mg/dl, treated intermittently with orange juice and crackers, and concerns were raised about an unintended meal announcement on the pump despite the user reporting no such input later in the morning. Symptoms included diaphoresis described as clammy and sweaty. Outcomes included the need for oral fast-acting carbohydrate as an unexpected medical intervention. Investigation included communication with the user¿s caregiver and analysis of information provided by the user along with review of device logs. Investigation of this case revealed no device malfunction, with device logs showing a recorded sequence to announce a usual breakfast during the early morning and no findings available beyond insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.